Event description:
On 6/21/95 at 7:10 am resident was discovered by a nursing assistant in his room by his bed in a kneeling position. When found, his legs and lower abdomen area were between the side rail and bed with the mattress of the bed pushed slightly to the side. Side rail was in the up position. His shoulders and head were resting on the bed with his head turned to the left side. He was warm and perspiration was noted. He did not have pulse or respirations and did not respond to verbal or tactile stimulation. The side rail was removed and he was lifted onto the bed. There were abrasions noted on both knees and on top of the toes on both feet. The resident's sister and resident's attending physician were notified of the death. The physician, who is the facility's medical director, came to see the resident at 9:05 am and review the situation. He stated that he thought death was of natural causes with unusual positioning.